Event description:
Respiratory syncytial virus (rsv) rapid antigen assays were ordered on patients on two consecutive days. After thirteen results were reported positive using the becton dickinson directigen ez kits, the director was notified as well as the medical director of hospital epidemiology & infection control. Rsv antigen assays were followed up with pcr and culture for confirmation. Bd technical services were notified and a conference call followed three days after the reported positive results. We had a total of seventeen positives and all seventeen were false positives. Bd scientific group came to our lab ten days later following the conference call to run the samples to see if they could determine the problem. Lot numbers included 8296111, 8330466 and 829126. Awaiting bd's evaluation of the problem.